Event description:
A report was received that the pt was experiencing vomiting, nausea, and a headache. The physician confirmed a dura puncture and on (B)(6) 2010, the physician performed a blood patch. The pt's headache decreased significantly after the blood patch was performed. The physician believed the vomiting and nausea were due to the post-operative antibiotics the pt was taking.